Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : disassembly. It was a cervical disc arthroplasty. The mobi-c implant disassembled from peek cartridge while inserting the implant into the disc space. From description received, reporter hasn't noticed any connexion problem when loading the implant on the inserter. Reporter thought "it was odd it became dislodged with so little force". Surgery was completed successfully with an implant with same reference # & lot #. Delay 5 min. Investigation is in progress on this complaint and additional information was requested.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Product was not returned , no examination was performed . Based on the review of the case, the root cause of the event cannot be determined. The investigation found no evidence to indicate a device issue. No conclusion cannot be made with available inputs. If additional information were received , that allow to drawn a conclusion to this investigation another report will be sent .

Event description:
Mobi-c p&f us : disassembly. Update were received about the surgical steps followed. According to the reporter : the implant disengaged from the peek while impacting into the disc space . All the step recommended by the surgical techniques were followed , and the implant was correctly connected to the inserter . The reporter believe that the contact with surrounding tissue forced the implant o disengage during insertion. However the disc space was under distraction via caspar pins . There was a resistance when inserting the implant . No angle or rotational movement was applied during insertion . The second implant was inserted the same way the first one .